Event description:
This is follow up#1 to report on 26/mar/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral¿ hernia surgery and was implanted with strattice device on (B)(6) 2017. The patient underwent an ¿open repair of recurrent incisional hernia using component separation technique and two types of mesh¿ on (B)(6) 2018. The patient was then implanted with another strattice device. The patient underwent an ¿open repair of recurrent incarcerated incisional hernia; explantation of infected mesh; excision of atrophic skin; release of subcutaneous flaps and advancement; extensive lysis of adhesions¿ on (B)(6) 2019. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain, recurrence, adhesions, infection, wound/wound vac, intervention and removal surgeries.¿ the form lists the conditions that were treated were ¿pain; recurrence; infection; wound/wound vac; intervention and removal surgeries¿ with approximate dates of treatment between (B)(6) 2017 and 13/feb/2018. The patient also was treated for ¿pain; recurrence; adhesions; infection; intervention and removal surgeries¿ on or about (B)(6) 2019. The ppf form also indicates the patient was implanted with a non-abbvie device, ¿bard ventrio ¿ lot #huzk0154¿ on (B)(6) 2017. The form indicates that this device was removed on (B)(6) 2017 due to ¿exploratory laparotomy and removal of infected mesh.¿ the patient was implanted with another non-abbvie device, ¿bard mesh flat sheet ¿ lot # 0112660¿ on (B)(6) 2018 by. The form indicates that this device was removed on (B)(6) 2019 due to ¿open repair of recurrent incarcerated incisional hernia; explantation of infected mesh; excision of atrophic skin; release of subcutaneous flaps and advancement; extensive lysis of adhesions.¿ the patient was implanted with a third non-abbvie device, ¿covidien parietene macroporous¿ on (B)(6) 2020. The form indicates that this device was removed on (B)(6) 2020 due to ¿robotic lysis of adhesions; robotic explantation of old infected mesh¿ and revised on (B)(6) 2021 due to ¿open repair of recurrent incisional hernia with incarceration; excision of atrophic skin; lipocutaneous flap advancement.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2017 and 2nd strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the patient reported under patient identifier (B)(6) (emdr-20056). This emdr is being submitted for the 2nd strattice.

Manufacturer narrative:
A review of the device history record for strattice lot sp100529 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2017 and 2nd strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-20056). This emdr is being submitted for the 2nd strattice.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.